Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error, where the patient connected to the patient line during the prime phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Section ¿prepare for therapy¿ warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient was connected to the patient line during the priming phase. The technical service representative advised the patient to end therapy and restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.